Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for an unknown reason. Upon interrogation high out-of-range shock impedances were observed. A review of the historical daily measurements noted that the shock impedance measurements have been out-of-range for the past year. The last shock delivered was in december 2014 and had impedance measurement of 40 ohms. The current shock vector was triad and was reprogrammed to rv distal coil to can. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.